Event description:
I had mentor silicone breasts implanted in 2012. Since then I¿ve had major health problems and now a confirmed leak in the left implant. Hair loss, chronic fatigue, weight gain, hysterectomy, severe anxiety, depression, dry eyes, candida in my stool, breast pain, pcos, adrenal issues, hormonal problems and severe inflammation.